Event description:
During closure of the operative site, the physician noted approx 2mm of the needle tip missing from the operative end of the 3-0 vicryl suture. Physician is unsure if the tip was missing prior to use or as result of use.